Event description:
Approx 6 months postoperatively, a pt with a portland orthopaedics mcor hip replacement system, including a femoral head and acetabular cup from another MFR, whilst pivoting on the implanted leg, reported hearing a sharp crack, followed by pain, falling down and being unable to get back up. Pelvic x-rays revealed a fracture in the femoral neck of the modular implant. The modular system was removed and the pt was revised with a monoblock hip replacement system from another MFR. When the pt was revised with the mcor system he was noted as being overweight at 320lbs. The weight is likely to have contributed to the premature failure of the femoral neck. It should also be noted this is the second failure of a similar modular implant in this pt, with the first implant being from another MFR. Device history records for the stem and neck are complete and conforming to design and mfg specs. Portland orthopaedics advices in its current labeling that the longevity of the implant may depend on pt's weight and level of activity.

Manufacturer narrative:
Portland orthopaedics believes that the risk of fracture of an m-cor femoral neck causing serious injury is remote. A fracture of the femoral neck would only occur under excessive loads as in this case where the pt was noted as being overweight. The fractured femoral neck from this incident is currently awaiting independent analysis. The use of non-portland femoral head was noted with a larger offset, beyond the sizing and testing conducted by portland on its own range and may have contributed to the premature failure of the neck. A review of the device history records indicates that the m-cor femoral neck was mfg in conformance with the devices design and mfg specs. Portland orthopaedics has indicated in the warnings section of the product instructions for use (IFU) that "pts receiving hip joint replacements should be advised that the longevity of the implant may depend on the pt's weight and level of activity".